Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that the patient experienced loss of capture in the ventricle during a capture threshold test. As a result, the patient experienced asystole. Additional information has been requested but not yet received.